Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant tech/coordinator reported that the pt was receiving ongoing alarms. Pt noted an intermittent, approximately one-second alarm that does cause the battery lights to turn a green color on his system controller. Alarm was noted to be a power cable disconnect alarm. The pt as advised and performed a successful system controller exchange.

Manufacturer narrative:
Upon analysis of the returned system controller, the report of disconnect alarms was confirmed during analysis. The white power lead was found to have a compromised wire at the connector end. Movement of the white power lead at the connector end resulted in power cable disconnect and low voltage alarms while tethered to the power module. The log file was reviewed as part of the investigation and the events recorded were consistent with the report. A review of the device history records revealed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001/c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.